Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: pjp234869s firmware - error message/code; power on reset.

Event description:
It was reported that the patient alert sounded due to electrical reset. The charge time with a manual charge was 14 seconds and the battery voltage 5.3v. The patient had an MRI procedure at the same time the device experienced a power on reset (por). It was explanted and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.